Manufacturer narrative:
Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 05.may.2009, expiry date: 01.apr.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: product was not returned and, an investigation could not be performed. Complained issue could not be replicated and/or confirmed based on the available information. In addition, pictures review: we are not able to confirm a migration. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. No further information was available. Product was not returned to our location. Without investigation it cannot be defined if a corrective action is necessary. Root cause could not be defined due the missing material. If additional information is made available, the investigation will be updated as applicable. UDI: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Date of implant reported as (B)(6) 2009. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a medial proximal tibia osteotomy to increase tibia slope with lateral collateral ligament repair in (B)(6) 2009. The osteotomy was to protect the posterolateral complex (plc) and stabilize the knee. Lateral collateral ligament instability and valgus alignment of the tibia was noted on an unknown date. Patient returned to surgery on (B)(6) 2017 for hardware removal, including a titanium tomofix medial hight tibia plate-4 holes and six (6) 5.0mm titanium locking screws. Patient was revised to a 3.5mm locking compression plate (lcp) proximal medial tibia plate and seven (7) 3.5mm locking screws. This report is for one (1) titanium tomofix medial high tibia plate-4 holes. This is report 1 of 2 for (B)(4).